Event description:
It was reported by service report that the scale reading was inaccurate. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell and scale board.